Manufacturer narrative:
Date of event is an unknown date in 2018. 510k: this report is for unknown trauma screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the patient presented the hospital on (B)(6) 2018, due to pain in the shoulder. The patient could not lift the shoulder at that time. X-rays were taken, and it was found that the tip of the lcp clavicle hook plate had protruded from the acromion. The surgeon commented about the contributing factors since the affected site was on the side of paralysis; the bone quality was not good. The patient originally had an open reduction internal fixation with a locking compression plate (lcp) clavicle hook plate on (B)(6) 2018, for a distal clavicle fracture. Postoperative x-rays confirmed that the hook of the plate was properly located under the acromion. Surgery to remove the plate has been scheduled on (B)(6) 2019. If union has started at that time, conservative treatment and follow up observation will be performed after the re-operation. The patient is visiting the hospital on a regular basis and still has strong pain in the shoulder. This report is for unknown trauma screws. This is report 2 of 2 for (B)(4).